Manufacturer narrative:
Additional information was received that this device was explanted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was used due to additional intervention.

Event description:
It was reported that at the most recent follow-up, the estimated longevity for this device had decreased by some years. The pacing, sensing and threshold parameters were in range. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that at the most recent follow-up, the estimated longevity for this device had decreased by some years. Data has not been made available to technical services for review to be able to determine if there is a premature battery depletion or not. The pacing, sensing and threshold parameters were in range. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that at the most recent follow-up, the estimated longevity for this pacemaker had decreased by some years. The pacing, sensing and threshold parameters were in range. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal. Additional information was received that this device was explanted. Information in section b5 describe event or problem and d7 explant date has been updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was used due to additional intervention.